Event description:
It was reported that the customer was admitted to the hospital with a blood glucose (bg) level of 640 mg/dl; cause was not known. The customer administered a manual injection prior to the hospitalization to address bg, and was treated with intravenous fluids of saline and insulin while in the hospital. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. Customer alleged the control iq software did not function as intended, however upon review it was found that the customer had not started an active cgm session and the control iq feature was working as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.